Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when upon preparing for an implant procedure, device hardware backup mode issue was observed. The restoration of normal function was unsuccessful using the programming. A new device was implanted successfully. Patient had no consequences and was stable.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory due to review of device image. After downloading the product code, the device was tested on the bench and no anomalies were found. The backup operation did not reoccur during the entire analysis. The cause of the bvvi could not be determined.